Event description:
Daughter is using the insulet omnipod system since 2006. We have noticed that there has been a higher frequency of faulty omnipod delivery system like: "pod expired alert" although the lot is in date, failed communications to the rf device, and failed cannula injections. We have also started to notice that there is a possibility of inconsistent delivery in the insulin bolus. Even when we provide a large bolus via the omnipod system -i.e. 10 units- it fails to reduce her sugar level, therefore we need to provide external injections im of insulin. We have checked glucose levels using multiple meters, and tried new vials of insulin to ensure integrity, but is still appears to be related to the omnipod. The insulet customer service organization is always willing to replace "bad" pods, but I am wondering if any monitoring of the quality is occurring.